Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the insertion device released the infusion set without him pressing the release button. The insertion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The link assist (serial (B)(4)) meets the specifications, and the problem mentioned by the customer could not be reproduced. The device was optically and technically controlled, and the final test was also carried out with different headsets.